Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the returned device and found tears on the scope¿s probe surface, exposing the core. The bending section glue was found peeling. There was peeling noted on the cement of the light guide lens. The scope¿s light was dim due to fiber breakage. The ultrasound medical image was faulty due to more than five full consecutive broken elements. The water balloon was leaking due to dents, scratches, crack at the probe tip. The scope was repaired and returned to the customer. The most likely cause of the reported event can be attributed to mishandling. The instruction manual states ¿do not hit or drop the distal end of the insertion tube when carrying the endoscope by hand. The ultrasonic transducer internal damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result.¿

Event description:
The service center was informed that the balloon would not insufflate. There was no report of patient involvement or patient/user injury.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer states that it is believed that the failure occurred due to the handling of the client. Additional possible causes for the reported event is are follows: malfunction of the cable (around the scope anti-bending periphery). Malfunction of the r cable u. Malfunction of 3hd plugs u. R foxtail millet u failure". There was no history of repair. A DHR review was performed and no abnormalities were noted.